Event description:
It was reported that patient presented to clinic for follow up, the atrial lead was determined to be dislodged via x-ray. The atrial lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout.